Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcq346, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020 additional information: d10, h6 additional h3 investigation summary: one empty open box and three unopened samples of product code 683, lot pcq346 were received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples was opened, and the swage and attachment area were noted to be as expected; the tip and body of the needles were examined under magnification and no defects or damage were found. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or knots were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? Was there any adverse consequence associated with the patient? Please provide procedure date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle detached on the first suture stitch. The needle did not cut and it was difficult to make accurate stitches. There were no adverse patient consequences reported. Additional information was requested.